Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced dysgeusia ("metallic taste in mouth to the point food is starting to taste weird.") And was found to have weight increased ("gaining 45ibs"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal and weight increased outcome was unknown and the dysgeusia had resolved. The reporter considered dysgeusia, medical device removal and weight increased to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced dysgeusia ("metallic taste in mouth to the point food is starting to taste weird.") And tooth fracture ("lost part of tooth") and was found to have weight increased ("gaining 45ibs"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, weight increased and tooth fracture outcome was unknown and the dysgeusia had resolved. The reporter considered dysgeusia, medical device removal, tooth fracture and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media ¿ tooth loss. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 25-may-2021: this is retention case. Information from deleted duplicate case (B)(4) transferred to this case. Reporter's information, patient's aka name, event 'lost part of tooth', rcc were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced dysgeusia ("metallic taste in mouth to the point food is starting to taste weird.") And tooth fracture ("lost part of tooth") and was found to have weight increased ("gaining 45ibs"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, weight increased and tooth fracture outcome was unknown and the dysgeusia had resolved. The reporter considered dysgeusia, medical device removal, tooth fracture and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media ¿ tooth loss. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 22-jun-2021: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced dysgeusia ("metallic taste in mouth to the point food is starting to taste weird."), tooth fracture ("lost part of tooth") and amnesia ("memory loss") and was found to have weight increased ("gaining 45ibs"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, weight increased and tooth fracture outcome was unknown and the dysgeusia and amnesia had resolved. The reporter considered amnesia, dysgeusia, medical device removal, tooth fracture and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media ¿ tooth loss, memory loss. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 19-oct-2021: content from social media received. New event- memory loss and its outcome added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.